Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and one (1) battery ((B)(6)) were not returned for evaluation. No performance allegations were made against the battery. Review of the device history records confirmed that the associated devices met all requirements for release. The reported low flow event was confirmed via log file analysis, which revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period; however, no alarms were logged within the analyzed period. Furthermore, log file analysis did not reveal any anomalies involving the battery within the analyzed period. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: battery 1650 / serial # (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced kidney problems and was connected to a dialysis unit at the hospital. It was also reported that a decrease in ventricular assist device (vad) flow could be seen. The vad remains in use. No further patient complications have been reported as a result of this event.